Manufacturer narrative:
It was reported that the electrode array was explanted only and the receiver-stimulator was explanted in 2015, not the whole device as previously reported. The patient had experienced infection prior to explantation. This report is submitted 11 february 2020.

Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics at explantation. This report is submitted on 26 march 2020.

Manufacturer narrative:
This report is submitted on july 22, 2019.

Event description:
The patient was explanted on (B)(6) 2019 for an unknown reason. The patient was reimplanted with a new device during the same surgery.